Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medications were not appearing. The customer reported that they had to access the medications from another location that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported that the medication was not appearing on the station. The technical support specialist (tss) investigated a customer report of a non-functioning station. Log review and remote monitoring showed the station was fully in use. With no response from the customer, the case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medications were not appearing. The customer reported that they had to access the medications from another location that caused a delay in patient care. There were no adverse events or injuries reported based on this event.